Event description:
Procedure: vats. Reportedly, when the instrument was fired, it could not complete the firing. A new reload was loaded onto the handle and it partially fired also. Then the surgeon gave up the instrument and converted to suture.